Event description:
Customer reported she was hospitalized and had issues with lost sensor. Customer reported the insulin pump did not alert low prior to hospitalization. Customer was admitted for low blood glucose of 36 mg/dl. Customer was not in a car accident. Customer does not recall any events that may have lead to the event. Customer state it might be her fault since customer might have over calculated carbohydrates. Customer was at work noticed blood glucose was 55 mg/dl and started eating but passed out. Paramedics were called out. Customer did not recall the exact date but stated it was before the thanksgiving. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-65122.